Event description:
Hamilton medical ag received the following event description from hospital report: when the nurse was testing the machine, she found that the alarm body of the ventilator had a low oxygen concentration in the airway. She replaced it with another one for backup and contacted the equipment for maintenance.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
During the use of the ventilator, the oxygen sensor calibration failure was found and the ventilator alarmed with low oxygen concentration; then the ventilator was replaced. The biomed engineer found that the oxygen sensor was worn out. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and worn-out of the oxygen sensor are clearly described in the IFU. Clinical staff is required to regularly inspect the consumable accessories and timely replace those expired so as to ensure their function.

Event description:
Hamilton medical ag received the following event description from hospital report: when the nurse was testing the machine, she found that the alarm body of the ventilator had a low oxygen concentration in the airway. She replaced it with another one for backup and contacted the equipment for maintenance.

Event description:
Hamilton medical ag received the following event description from hospital report: when the nurse was testing the machine, she found that the alarm body of the ventilator had a low oxygen concentration in the airway. She replaced it with another one for backup and contacted the equipment for maintenance.

Manufacturer narrative:
During the use of the ventilator, the oxygen sensor calibration failure was found and the ventilator alarmed with low oxygen concentration; then the ventilator was replaced. The biomed engineer found that the oxygen sensor was worn out. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and worn-out of the oxygen sensor are clearly described in the IFU. Clinical staff is required to regularly inspect the consumable accessories and timely replace those expired so as to ensure their function. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** hamilton medical ag noticed that the reported device (brand name: galileo) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d4, g6, h2, h11.